Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the reported 319 error was confirmed and replicated. In remote fe, the 319 error was found indicating fault on the fru connector pogo-pin (fcp) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, damage was found on the fcp pca. The usm was installed onto an in-house system where the 319 error was triggered indicating fault on the fcp pca , replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards was found to be failing on the fcp pca. Once testing was completed, the fcp pca was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the fcp pca in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated 319 errors. Tse viewed and confirmed the 319 errors and 32101 errors. Csr attempted to hard power cycle the psc but the errors immediately returned. Csr stated that they do have another psc available. Tse confirmed both were on the same software level. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noted during the procedure when ports were placed. System functionality was checked and system initially powered on without errors.